Event description:
It was reported that a patient underwent a cardiac ablation procedure with a pentaray nav high-density mapping eco catheter and there was a clot was found on the catheter tip and irrigation did not flush properly. Information received indicated the saline did not flush properly and the char was found on one of the irrigated spines. The correct catheter settings were selected on the 3d system and there were no issues with temperature, impedance or power. There was no patient consequence.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. E1. Initial reporter phone: (B)(6). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
It was reported that a patient underwent a cardiac ablation procedure with a pentaray nav high-density mapping eco catheter and there was a clot was found on the catheter tip and irrigation did not flush properly. Information received indicated the saline did not flush properly and the char was found on one of the irrigated spines. The correct catheter settings were selected on the 3d system and there were no issues with temperature, impedance or power. There was no patient consequence. Device investigation details: an analysis of the product could not be performed since a physical sample was not received for evaluation. However, if the product is received at a later date, the investigation will be updated as applicable. A manufacturing record evaluation was performed for the finished device number lot 31111701l and no internal action related to the complaint was found during the review. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Note: the full UDI has now been provided under field d4. Primary UDI number. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
It was reported that a patient underwent a cardiac ablation procedure with a pentaray nav high-density mapping eco catheter and there was a clot was found on the catheter tip and irrigation did not flush properly. Information received indicated the saline did not flush properly and the char was found on one of the irrigated spines. The correct catheter settings were selected on the 3d system and there were no issues with temperature, impedance or power. There was no patient consequence. Device evaluation details: the device was returned to biosense webster (bwi) for evaluation. A visual inspection and irrigation test of the returned device were performed following bwi procedures. Visual analysis revealed no thrombus residues. An irrigation test was performed, and an occlusion was found. For this reason, a guidewire was used to locate the occlusion area, and it was found close to the tip. Further investigation revealed that the irrigation tube was bent. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. The irrigation issue reported by the customer was confirmed. The potential cause of the bent condition observed in the irrigation tube could not be determined. The clot issue could not be confirmed. The catheter instructions for use (IFU) contain the following recommendations: flush the catheter with heparinized saline prior to insertion into the body. Always follow standard practices of using a continuous drip of anticoagulant fluid under pressure through the proximal luer connector when the device is in the body. As part of biosense webster's quality process, all devices are manufactured, inspected, and released to approved specifications. Explanation of codes: investigation findings: operational problem identified (c13) / investigation conclusions: cause not established (d15) / component code: hose (g04069) were selected as related to the issue irrigation port occlusion identified by bwi pal. Investigation findings: no device problem found (c19) / investigation conclusions: no problem detected (d14) were selected as related to the customer's reported clot issue. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
On 29-jul-2024, the bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).